Event description:
Pain, ribs out in chest area requiring weekly chiro care, lots of sinus issues, food sensitivities, shoulder pain and surgery, enlarged thyroid, goiter, acid reflux, flu, vitiligo, dry eye, night sweats, brain fog, memory loss. Etc lots of these symptoms prompted lots of tests. Hyperthyroidism, vitiligo, dysphasia, acid reflux, ibs, oral mucositis, goiter, enlarged thyroid, rosacea, shingles, dry eye, headaches, pap smear abnormalities, high thyroid peroxidase, breast pain, upper back pain, chest/rib front pain, tingling in fingers and toes. FDA safety report ID# (B)(4).